Manufacturer narrative:
Apoc incident # (B)(4) apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2026, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridge that yielded a discrepant potassium result on a patient. There was no patient information, nor details surrounding the event available at the time of this report. Return product is not available for investigation. Method: result : sample: I-stat, 6.0 mmol/l, whole blood, laboratory, 3.6 mmol/l , serum. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggested that product was not performing within the variability. The investigation is underway.